Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2019 with the following findings: during investigation, unable to complete power test steps due to damage. The pump was returned with a damage cracked battery compartment . Part of the compartment threads are missing . The returned battery cap or test battery cap is unable to secure in-order to power on the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 12-aug-2019, the reporter contacted animas alleging that the patient experienced a blood glucose over 600 mg/dl associated with an alleged power issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was alleged that the pump powered off during the night and that there was a crack in the battery compartment. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power with damage issue.